Manufacturer narrative:
Product was requested to be returned for eval and has not been received. Note: this report is submitted based on the customer's reported issue statement. (B)(4).

Event description:
Customer reported that while the pt was in use with a restraint it broke. Customer provided limited info. The date when the issue was discovered is unk. No pt harm or injury was reported.